Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction/infection. What was the procedure date? What date /day post op was the reaction noted? Was a steroid prescribed and if yes, was it prescription strength? Were any other prescription medications prescribed? What is meant by the ¿individual reported reopening of the surgical wound¿? Did the wound dehis? If yes, how was the dehiscence managed? Was any surgical intervention performed? If yes, please describe. Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and lot number of product used? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent a liver lobe resection surgery on an unknown date and a topical skin adhesive was applied to the wound. The individual reported an allergic reaction that began a few weeks after surgery and application, diagnosed by the physician. The individual reported reopening of surgical wound and infection requiring antibiotics due to reaction. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: as per the sales rep: this event did not come from an hcp it was described to me by a patient. The information entered into the complaint file is the only information that was shared with me.